Manufacturer narrative:
The insulin pump powered up properly after battery installation but hung up during the boot up sequence. No audio anomaly was noted. The problem was isolated to the motherboard. The functional testing could not be performed due to the frozen display. The keypad was inspected and no damage was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump was stuck on after putting in a new battery. The customer reported an alarm but stated that there was no message on the screen. The issue was not resolved with a new battery. The customer reported that the time did advance. The customer also reported that the sensor reading was also a bit off, but at times could be off by 100 points. The blood glucose reading was 300 mg/dl. The customer reported that the blood glucose had been running high because he was sick and could not work out or go to work. The insulin pump did not respond to button presses. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.